Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer passed away at home. The cause of death was diabetes and heart attack. The customer had epilepsy, mild blood pressure, and for the last two years had broken arm and foot. The customer changed the infusion set after 48 hours because she had high blood glucose, but it did not work. At bedtime her blood glucose was 49 mg/dl; the customer had been eating all day to try and compensate. On the morning of (B)(6) 2015 the customer's blood glucose was 382 mg/dl, at lunch 351 mg/dl, at dinner 144 mg/dl, at 2 o'clock 124 mg/dl, at support 49 mg/dl, at bed time 54 mg/dl so the paramedics were called. On (B)(6) 2015 her blood glucose was 28 mg/dl, the next day, at bedtime, it was 57 mg/dl, on (B)(6) 2015 at bedtime was 81 mg/dl. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller declined returning the insulin pump for analysis.